Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical device was a 600cc mentor memorygel breast implant (catalog: 3506001bc lot: 6428762 sn: (B)(6). Mentor also became aware that the correct date of implantation was (B)(6) 2011. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses, suffered the following: pain on the left side after a loud pop, memory loss, vertigo, depression, anxiety, allergies and many other unspecified issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.